Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting low amplitude/poor morphology. The lead was electrically reprogramed from bipolar to unipolar and this resulted in intermittent sensing of myopotentials; other lead measurements were reported within normal limits. A lead revision was scheduled; this lead had approx. One month implanted. Additional information was received reporting that this lead was explanted. No additional adverse patient effects were reported